Event description:
It was reported by the manufacturer¿s operating room specialist that the patient was scheduled for prophylactic generator replacement surgery on (B)(6) 2015. The specialist reported that she believed device diagnostics were fine prior to surgery. It was reported that the surgeon observed the lead cut into two pieces. As a result, the lead was attempted to be replaced. The specialist believed that the lead fracture must have occurred during the surgery case, since the device diagnostics were thought to be within normal limits pre-operatively. The explanted products have not been received by the manufacturer to date. The surgeon elected to close the patient at that time without replacement because he thinks the amount of scar tissue was causing high impedance on the replacement vns system as captured in mfg report # 1644487-2015-04571.

Event description:
The explanted generator and lead were received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance was detected on the patient¿s vns. Surgical intervention is likely but has not occurred to date.

Manufacturer narrative:
Device failure is suspected in the lead portion not returned but did not cause or contribute to a serious injury or death.

Event description:
Generator analysis showed that the high impedance was not due to a generator issue. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator. Review of the as-received data shows that the battery voltage indicated an ifi-yes condition. The last recorded change in impedance >25% is estimated to have occurred on the date of explant, (B)(6) 2015: the change is from 9603 ohms to 21853 ohms. This indicates that the high impedance was present prior to the explant surgery. Lead analysis showed that the lead fracture allegation was not verified within the returned lead portion. The location of a single setscrew mark in the vicinity of the end tip of the connector pin suggesting that the lead connector was not inserted completely may confirm this to be a contributing factor to the reported high impedance; however, the presence of other setscrew marks on the pin surface shows evidence that the lead connector was inserted completely at least once. The lead connector was inserted in a representative pulse generator header, and no anomalies that could prevent proper insertion were identified. Also, the lead connector was inserted completely in the pulse generator returned with the lead with no anomalies identified. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portions.